Event description:
Event description guidant received information that this transvenous defibrillation lead was removed due to a fracture. The patient experienced an arrhythmia that was not converted with the first attempt and the shocking impedance was < 10ohms indicating an open circuit. The arrhythmia was converted on the second attempt. An x-ray confirmed a pseudo-fracture located distal from the proximal coil. The lead was capped and the implantable cardioverter defibrillator removed.